Manufacturer narrative:
(B)(4). Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00092. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. During the procedure the motor drive unit was not driving the disposable. It would only work intermittently with the footpedal. When the surgeon tried to operate the handpiece without the footpedal, the handpiece would not work. The procedure was completed using this device with no adverse patient consequences.